Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however no provided.

Event description:
It was reported that an unspecified infusion was initiate, the patient weight was programmed at (B)(6) however after 4 hrs. Into the infusion, the user noticed that the patient weight was changed to (B)(6). The customer reported that there was no patient harm and requested event log review.